Event description:
The customer reported a temperature control issue with the fluid warmer. They further reported that the temperature that the machine was warming to was approximately 47 degrees celsius, which appeared to exceed that which was stated by the machine 42 degrees celsius. This was noticed by staff who where observing that the machine was running at a higher temperature than it was set to. The machine was immediately switched off and another machine from the fleet was used instead. There were no adverse consequences or injury for the patient.

Manufacturer narrative:
The device was evaluated and repaired by a third party repair facility.

Event description:
The customer reported a temperature control issue with the fluid warmer. They further reported that the temperature that the machine was warming to was approximately 47 degrees celsius, which appeared to exceed that which was stated by the machine 42 degrees celsius. This was noticed by staff who where observing that the machine was running at a higher temperature than it was set to. The machine was immediately switched off and another machine from the fleet was used instead. There were no adverse consequences or injury for the patient.